Event description:
A customer from (B)(6) reported false susceptible imipenem and meropenem results for four pseudomonas aeruginosa isolates from urine samples in association with the vitek® 2 ast-n248 test kit (lot 6480533103). The customer was conducting a study for a diploma thesis of different ast methods that included vitek, bd phoenix, etest and disk diffusion. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed due to reports of false susceptible imipenem (ipm) and meropenem (mem) results with five (5) strains of pseudomonas aeruginosa on vitek® 2 ast-n248 cards with software v7.01 and v8.01. The customer compared vitek 2 results to different methods including disk diffusion, etest® and phoenix . The customer strains were subcultured on cos medium. Identifications were confirmed to pseudomonas aeruginosa on the five strains with the vitek gn ID card. Testing included: ast-n248 cards from two customer lots (cl1: 6480490103 - cl2: 6480533103) and one random lot (rl: 6480595203) on v7.01 and v8.01. Broth microdilution (bmd) was performed as the reference method for imipenem (ipm04n) and meropenem (mem02n) formularies. Pcr was performed to check the presence the carbapenemase genes (imp/vim/ndm/kpc /oxa-48 like, ges/ibc/imi/nmc/sme, gim/sim/spm), and as an alternative method to disk diffusion. Results: pcr results confirmed the absence of carbapenemase. Broth microdilution results for imipenem gave a susceptible result: ipm mic = 4 mg/l s for the 4 strains (s1, s2, s3, s4). Ipm mic = 2 mg/l s for the strain s5. Broth microdilution results for meropenem gave a susceptible result on four strains and intermediate on the strain s5. Mem mic = 2 mg/l s for the 4 strains (s1, s2, s4, s5) mem mic = 4 mg/l I for the strain s3 ( in the middle of the breakpoint so can be s within 1 doubling dilution). Vitek 2 testing included ast-n248 cards from 2 customer lots (cl1: 6480490103 - cl2: 6480533103) and 1 random lot (rl: 6480595203): imipenem results: s1: ipm mic = 2mg/l s on all cards tested except twice (cl1 and cl2 in v8.01) ipm mic = 1 mg/l s. S2: ipm mic = 2mg/l s on all cards tested except once (rl in v7.01) ipm mic = 1 mg/l s. S3: ipm mic = 2mg/l s on cl1 v7.01 & cl1/ cl2 v8.01 and ipm mic = 1 mg/l s on cl2/rl v7.01 and rl v8.01. S4, s5: ipm mic = 2mg/l on all cards tested. Meropenem results: s1, s2, s3, s4: ipm mic </= 0.25 mg/l s on both lots and versions tested. S5: mem mic = 2mg/l s on all cards tested. Conclusion: in-house, the susceptible results obtained by the customer were reproduced. Some underestimation of imipenem values were observed with no category error. Underestimation of meropenem was observed on four strains (s1, s2, s3, s4) on both cards, except for strain s3. The imipenem and meropenem categories are in agreement with the bmd (susceptible strains).